Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the insulation appeared to be worn on the right ventricular lead. The lead was capped and replaced on (B)(6). The patient was stable throughout.